Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ping meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2016 at 9.30am, they allegedly obtaining inaccurate results of ¿210 mg/dl¿ with the subject meter and ¿181 mg/dl¿ with another device (ER/hospital meter), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. The patient stated they manage their diabetes with insulin pump. The patient confirmed that they took their normal dose of medication (including sliding scale) in response to the product issue. The patient denied that she developed symptoms as a result of the issue; however alleged hcp treatment of hospitalization on (B)(6) 2016 at 9.30am. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment after the alleged inaccurate high issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The lay user/patients test strips have also been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.